Manufacturer narrative:
This is report 1 of 2. Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Visual inspection confirms that the t25 amoeba drive tip at the distal end of the instrument is twisted in a clockwise direction and a majority of the hexalobe has sheared off from the driver. This failure is likely due to the driver tip not being fully seated into the female hex during use. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke off in the screw during insertion. The tip could not be retrieved. The broken tip will remain in place as a rod and set screw were placed over it completing the construct. This is report 1 of 2.